Event description:
It has been reported to philips that the customer was unable to perform detector rotation calibration. The system restarted intermittently. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurred. The philips remote service engineer (rse) analysed the system remotely and found that the system restarted and was unable to rotate the detector. A review of the system logfile cannot confirm the malfunction. Upon troubleshooting actions, rse found the actual cause of the issue with the spc 4 extension board. Rse suggested to the customer to replace the spc 4 extension board. The customer replaced the spc 4 extension board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.